Manufacturer narrative:
Corrected information: patient code (B)(4) no longer applicable if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a company representative that reported the patient experienced increased spasticity. The twisted catheter was diagnosed approximately 1 year ago and the patient began to have the increased spasticity a month ago. During the revision it was found that the patient¿s twisted catheter was related to flipped pump. The catheter was unwound in the pocket and aspirated fine. The pump was then tacked down with perm sutures and existing pouch. The pump was filled with gablofen 1000mcg/ml and the pump set at 117.7mcg/ml. The patient was sent to the floor to be in-patient overnight. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which clarified that the pump was delivering the lioresal (1000 mcg/ml) brand of baclofen when the patient experienced the increased spasticity. The pump was filled with the gablofen (1000 mcg/ml) brand of baclofen during the surgical procedure on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was some difficulty moving the pump because of scar tissue. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2018 the patient reported that her catheter was twisted. The patient was scheduled for a catheter revision tomorrow ((B)(6) 2018). The issue was not resolved. The patient status was reported as ¿alive ¿ no injury¿. No further information was provided at the time of the report.